Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm. The hp stated that they disconnected the heater bag to see if solution would come out of it. The technical service representative (tsr) informed the hp to never disconnect a solution bag and reconnect it to the setup. The tsr informed the hp to end therapy and start over with all new supplies. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use supplies is confirmed because, it was reported in the event description that the user reused same heater bag. The assignable cause code was undetermined because even though the use error was identified, it is undetermined why the disposable was reused. The problem was confirmed for this use error - reuse of single use supplies complaint, because there was a defined use error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.